Manufacturer narrative:
The curved bipolar dissector was analyzed, and the complaint was not confirmed by failure analysis. The returned product did not exhibit the event described in the complaint. The instrument was visual inspected internal and external; no issues was identified.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the curved bipolar dissector was observed to have a broken conductor wire. The procedure was completing as planned with no reported injury.